Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During ptca procedure, after lesion pre dilatation the stent was introduced within the guiding catheter, but at the passage of the valve resistance was felt and the stent did not enter in the valve. At visual control a stent decrimping was noticed. The stent was removed and another orsiro mission was implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end i.e. Several struts are bent outwards and are everted. Judging from the x-ray markers the stent is not displaced. A stent displacement, as initially reported, cannot be confirmed. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.